Event description:
It was reported the lead was capped and replaced due to high pacing thresholds over 3 v. There were no patient complications related to the event, and the patient is reported to have tolerated the procedure well.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.